Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter was getting hot to the touch. There was no physical damage or fluid intrusion. The device was not in use on a patient at the time and the customer sent it in for an exchange. A replacement device was sent to the customer on (B)(6) 2017. The customer batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter was getting hot to the touch. There was no physical damage or fluid intrusion. The device was not in use on a patient at the time and the customer sent it in for an exchange. A replacement device was sent to the customer on 01/12/2017. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter was getting hot to the touch.